Manufacturer narrative:
Unit received with blank display due to faulty mother board. Unit received with stripped battery cap coin slot. Unit received with minor scratched display window. Unit received with cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that battery was low in insulin pump and was not able to remove battery cap. Customer unsucessfully attempted to remove battery cap with a coin and with a flat head screwdriver. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was 205 mg/dl.